Manufacturer narrative:
It was reported that patient could not be registered with optical distance sensor, and surgeon had to change to bone fiducials registration to be able to continue surgery. Skin deformation was the major contributor to the poor registration quality, but this information cannot be verified as no photos of the patient were available. The reduced scanning zone may have also contributed to the poor registration quality. The registration did not fail as they were all user cancelled due to warnings present in the software. The robot did not malfunction.

Manufacturer narrative:
The device ro14031 has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that the registration performed with the optical distance sensor was not accurate enough to proceed with the surgery, despite the three registration attempts. Finally, after 2.5 hours delay, the surgeon decided to perform registration with bone fiducials, requiring to perform a new scan exam for the patient. This registration method was performed with no problems and enabled to perform the case.